Manufacturer narrative:
Concomitant medical products: 5076-52 lead, implanted: (B)(6) 2008; 978b128 interstim urinary mgu lead, implanted: (B)(6) 2021; 3058 interstim urinary mgu ipg, implanted: (B)(6) 2021 . If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that the right ventricular (rv) lead exhibited possible under-sensing on stored electrograms (egms) and a possible decline in r-wave amplitude trends. It was also reported that the right atrial (ra) lead exhibited intermittent under-sensing on stored egms. Both the rv lead and the ra lead remain in use. No patient complications have been reported as a result of this event.